Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set came off from the titanium adapter during use. The hospital replaced the transfer set with a new one. There was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.